Event description:
Customer reported unexpected negative when performing a 3-cell screeing assay on the echo on a patient sample perported to contain anti-e.

Manufacturer narrative:
Review of customer instrument results: capture-r ready-screen 3 (crrs3) lot r058. Results show as follow: the customer received negative reactions on all three cells. The images appear negative. The positive control well appeared positive as expected with a well score of a 4+ interpretation.the reactivity of the e antigen was confirmed on retention crrs (3), lot r058, with anti-e. Testing was performed with customer's patient samples using retention crrs (3), lot r058 on in-house echo. Samples were nonreactive in all testing.hemagglutination tube testing was performed with customer's patient samples using selected e+e+ and e- cells from retention panocell-20. Testing was performed at all temps. Samples were nonreactive in all testing. Results indicate sample antibodies are not detectable at this time.